Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited oversensing the patient was in good and stable condition. No intervention or additional information was reported.